Event description:
It was reported that a revision of journey uni was performed as the insert had disassociated from the tibial component for a second time. The tibial base plate was explanted and the customer wants these devices to be checked.